Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they recently got a replacement recharger. Patient said they were not charging up real quick, but the implant wasn't depleting like it used to. Patient said usually by the end of the day the implant battery would be down to 30-40%. Patient said now the implant was only using 20% a day, and yesterday only used 10%. Patient noticed this right after they got the replacement recharger, maybe about 4 days ago. Patient confirmed they had not had any falls or changes to settings. Patient was on the same group and intensity as before and stimulation was on. Patient mentioned prior to the issue, they'd feel stimulation the most when laying flat on their back and didn't feel stim while laying on their side. However now, they didn't feel stim when laying flat and the did feel stim when laying on their side. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and contact a rep.

Event description:
Additional information was received from a patient (pt). It was reported that they had recently undergone surgery to replace their implantable neurostimulator (ins). The patient explained that the ins was replaced due to ongoing issues, including the device turning off unexpectedly and switching programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported implant was not charging quickly and was saying change battery. Patient was sent a new paddle and started charging faster and always charged to 100%. Patient reported their activity level is still the same, program still at same level, no accidents. Patient stated that their battery power is down to 30 or 40 percent stimulation level is set to 7.7. Issue has been resolved. Patient stated only thing is that the battery power is only at 80% doing the same amount of activity however they can feel that it is working but why so much less battery usage. Patient is happy with device.